Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient experienced drainage at incision site and subsequently was treated with topical steroid and oral antibiotics (date and duration not reported).